Event description:
It was reported that the emts were using the stair chair to move a (B)(6) pt down the stairs. Reportedly, the stair chair went down the stairs faster than the emt expected. Allegedly, the emt pulled a groin muscle. No pt injury was reported.

Manufacturer narrative:
Technician did not find anything wrong with the chair that might have caused the incident. Track belt was loose but within acceptable tolerance.